Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they had a button error alarm. The customer's blood glucose was 10 mmol/l. The customer stated they were unable to press the b button to deliver a bolus. It was found the button error alarm occurred after the keypad anomaly. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces. No button error alarms noted during testing. The pump also had cracked battery tube threads, a cracked reservoir tube lip, and a cracked case near the display window corners.